Event description:
(B)(6) 2021 03:00:04 rv lead integrity warning: sensing integrity counter>= 30 in 3 d. Rv lead impedance variation in last 60 d. (B)(6) 2021 03:00:03 ?rvtip to rvcoil lead impedance >3000 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).